Manufacturer narrative:
Reference covidien complaint number: (B)(4) covidien received the original summons and complaint in (B)(6) 2016 and then received an amended summons and complaint in (B)(6) 2017.

Event description:
Medtronic/covidien was served with a summons from the state of (B)(6) stating that on (B)(6) 2013, the patient was admitted at (B)(6) hospital for a quadruple coronary artery bypass procedure. The surgery was commenced in the operating room (or) around 8:27am and was completed around 3:18pm. At about 3:20pm, the patient was transported from the or to the surgical intensive care unit (sicu) and was placed on a ventilator. It was reported, that sometime between about 3:25pm to 3:45pm; the ventilator did not function properly, causing the patient to have insufficient return of oxygen (o2) volumes/ventilation. As a result of insufficient oxygenation/ventilation, the patient¿s blood pressure decreased and he underwent a period of hypoxia as well as asystole for about a minute. The medical staff called a code, bagged the patient mechanically, and placed on another ventilator. The patient was given a dose of epinephrine and chest compressions were performed, resulting in an increase of patient¿s blood pressure. The patient had return volumes on the replacement ventilator. The patient was given esmolol and nitroglycerine boluses to stabilize the patient's blood pressure. Based on the information received, it is unknown if the ventilator was a contributor to the reported event.

Manufacturer narrative:
(B)(4). No further information has been provided.

Event description:
It was reported that, while in use on a patient, the return volume on an 840 ventilator did not function as set. The patient was removed from the ventilator and placed on an alternate ventilator. Patient suffered asystole for some period of time as a result of the lack of oxygen resulting in hypoxia.